Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address infection and loosening of the unknown component at bone to cement interface.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to possible broken ampoules. Total for lot number: 2 (pc-(B)(4) pc-(B)(4)) complaints received by cmw in the last 12 months for this issue ¿ by product code: 2 by product family: 4 (2x smartset ghv, 2x smartset gmv). If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.